Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported a low sensor scan was received when compared to a competitor meter result. The customer experienced symptoms of dizziness, limp, and shaking, and was unable to treat themselves. An ambulance was called and upon arrival, a blood glucose result of 375 mg/dl was obtained and the customer was diagnosed with hyperglycemia. The customer received unspecified treatment from both non-hcp and a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005txxmm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6).

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported a low sensor scan was received when compared to a competitor meter result. The customer experienced symptoms of dizziness, limp, and shaking, and was unable to treat themselves. An ambulance was called and upon arrival, a blood glucose result of 375 mg/dl was obtained and the customer was diagnosed with hyperglycemia. The customer received unspecified treatment from both non-hcp and a healthcare professional. There was no report of death or permanent injury associated with this event.